Event description:
A male pt underwent aaa repair in 2009. The pt had an extremely tortuous anatomy with a severely angled neck. A zenith renu device as well as a zenith iliac leg were placed to resolve separation of another MFR's devices. The procedure was completed without reported incident. On a recent follow-up, endoleak was noted and a secondary procedure is planned to take place four months later. The endoleak has not yet been resolved.

Manufacturer narrative:
Event evaluation: still undervestigation.